Event description:
During an off pump procedure the foot on the stabilizer broke off at the connection point with the arm. The reporter did not provide any additional information. No patient complications were reported by the hospital. The returned device investigated in 2003 showed that the device was broken into multiple pieces.